Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/25/2017 with the following findings: on investigation, the battery compartment was confirmed to be cracked. The threads of the returned battery cap were stripped and the cap was not able to secure properly to a pump. There was moisture found inside the battery compartment; leak testing revealed moisture ingress at the site of the battery compartment crack. There was no moisture in the pump¿s interior compartment. Investigation duplicated the complaint. Unrelated to the original complaint, the display screen was noted to be dim/faded/discolored.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was alleged that the battery compartment was damaged and the battery cap was loose. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.